Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The blood glucose reading was 24.6 mmol/l. Customer was treated with manual injection. It was reported that the alarm was resolved with a complete set change. Customer was at the hospital and being treated with an IV drip at the time of the report. Nothing further was reported.